Event description:
The device was returned for analysis from the facility after approximately two years implant duration. The lead had been implanted in (B)(6) 2004. Information received with the product return shows the patient symptoms attributed to the device problem include headaches and cervicalgia. The date of onset is unknown. The unit was retrieved and sent to the manufacturer for analysis. The exact date of explant is unknown. Additional information has been requested from the hcp. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B)(4). Final device analysis reveals #3 distal end weld product non-conformance: broken weld detected at #3 electrode weld site. Visual exam as received shows the outer insulation is cut; breached. The product distal tip and proximal connector are intact and undamaged.